Event description:
It was reported that the device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. Further information revealed that during the replacement, the replacement device was tested with the leads and found to have high impedance with all leads. It was also noted that the leads were checked against the old device and the analyzer to rule out malfunction with the leads. The replacement device was not used and a new device implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. The actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4): the device was returned and analyzed and no anomalies were found.